Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that at the moment of connecting the tubes to the vacuum it is difficult to introduce the needle, and the blood begins to pass to the holder causing spills. This occurred 6 times. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: b.5: "it was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that at the moment of connecting the tubes to the vacuum it is difficult to introduce the needle, and the blood begins to pass to the holder causing spills. This occurred 6 times. No patient impact reported." Investigation summary bd had not received any samples for investigation. A total of 30 retained samples were subjected to functional tests. Two of the retained samples failed the functional test due to sleeve leakage observed from poor sleeve recovery. Additionally, all 30 retained samples passed another set of functional tests, showing proper activation with no defects or leakage observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve leakage. Corrective and preventive action has been opened to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
Investigation summary - bd had not received any samples for investigation. A total of 30 retained samples were subjected to functional tests. Two of the retained samples failed the functional test due to sleeve leakage observed from poor sleeve recovery. Additionally, all 30 retained samples passed another set of functional tests, showing proper activation with no defects or leakage observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve leakage. Corrective and preventive action has been opened to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that at the moment of connecting the tubes to the vacuum it is difficult to introduce the needle, and the blood begins to pass to the holder causing spills. No patient impact reported.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that at the moment of connecting the tubes to the vacuum it is difficult to introduce the needle, and the blood begins to pass to the holder causing spills. No patient impact reported.

Manufacturer narrative:
The information for the additional medical device type is as follows: d.2b. Medical device type: jka d.2a. Common device name: blood specimen collection device; intravascular administration set a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.